Event description:
It was reported that wand was not being detected in the console. No backup was readily available so a competitive device had to be used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection shows multiple scratches, dents and markups on the housing. The back label and the warranty seal are in good condition. A inside view revealed that the ferrite core of a component is loose. There are no manufacturing abnormalities visible. During functional evaluation, the device was powered up and shows no error messages. The output voltage was measured and there were no measuring results available. The device cannot generate output voltage. The complaint was not verified as the reported ¿detection error¿ could not be found. The root cause for this complaint could be determined due to an electrical component failure. Factors that could contribute the reported incident include (1) connection issue between controller and wand (2) incorrect plug in procedure (3) time limited wand reused. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1. An issue with the wand detection circuit inside the subject coontroller, 2. A power surge to the subject controller, 3. Using an improper power cord or improper extension cord, or a lose power connection, 4. Failure of an electronic component inside the subject controller, 5. An issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.